Event description:
A pt had two stents placed, one in each internal carotid artery, for treatment of aneurysm after a subarachnoid hemorrhage. The procedure was complicated by thrombus formation within the right carotid artery stent, which required a prolonged thrombolysis procedure. Fortunately, the pt recovered uneventfully from the procedure. There were no adverse sequelae. Of note, the pt was pretreated with plavix because of an acute ruptured aneurysm. This was a departure from the usual protocol for using the stent.